Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. No conclusions could be drawn.

Event description:
It was reported that approximately 2 months post-implant of a bifurcated device, a suprarenal aortic extension, and an infrarenal aortic extension, a follow-up computed tomography scan revealed aneurysm sac expand and a proximal type I endoleak. Reportedly, the patient has severe angulation in aortic neck and during initial implant it appeared to have a seal. The patient was treated with an additional infrarenal aortic extension to address the endoleak and the physician elected to extend four limb extension in the right common iliac artery as a preventive measure due to progression of disease . The patient tolerated the procedure well.